Event description:
It was reported following an rf ablation procedure for atrial fibrillation, the physician observed the presence of a pericardial effusion. A pericardiocentesis was performed and the effusion resolved. The pt received a blood transfusion and was reportedly stable.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible as the lot number for the device is unk. The cause for the reported pericardial effusion remains unk. (B)(4).